Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: (B)(4) the lead was retured, analyzed and no anomalies were found. Performance data from the device was analyzed and revealed that a right ventricular lead integrity alert had triggered. It was noted that the right ventricular pacing impedance trend was varying and there was non-physiologic oversensing. (B)(4).

Event description:
It was reported that the patient reported to the hospital due to receiving shocks. During testing, twave oversensing was observed on the right ventricular lead. The device was reprogrammed to 'stability onset monitor: off.' At the next follow up about nine days later, no change was observed and the physician decided to replace the lead. About a month later, the lead was explanted and replaced. No patient complications have been reported as a result of this event.